Event description:
The patient was admitted due to gb cancer. Ptbd tube was inserted in june in both right ihd and left ihd. The stent was placed in 2003. It was noted by the physician that catheter tip detached and remained in common bile duct of patient.